Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they met with their healthcare provider last thursday (B)(6) 2025 and representative, and the healthcare provider decided to shut off the patient's device. Patient said they were getting an electrical charge from the device and they thought that if the device was off, it would stop, but it hasn't. Patient also said they are having an odd sensation that they thought was due to the device but it's not. The patient was redirected to their health care provider to further address the issue.